Manufacturer narrative:
Results: there was no visible damage to the penumbra smart coil detachment handle. Conclusions: evaluation of the both returned smart coils revealed that the pusher assemblies were kinked. These kinks likely occurred due to forceful handling during use. The smart coils were straightened out on the table by a penumbra investigator, and the proximal ends of the pull wires were manually retracted out of the pusher assemblies. The first evaluated smart coil¿s embolization coil successfully detached from its pusher assembly. The kinks in the pusher assembly likely created friction between the pull wire and hypotube of the pusher assembly during the procedure, and prevented the coil from detaching. The second evaluated smart coil¿s embolization coil could not be detached due to coagulated blood inside the distal detachment tip (ddt). Penumbra handles are visually inspected and 100% functionally tested during incoming inspection by quality. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2017-00823, 3005168196-2017-00825, 3005168196-2017-00826.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report numbers: 3005168196-2017-00823. 3005168196-2017-00825. 3005168196-2017-00826.

Event description:
The patient was undergoing a coil embolization in the left internal carotid artery (ica) procedure using penumbra smart coils (smart coils) and penumbra smart coil detachment handles (handles). During the procedure, the physician deployed and detached six smart coils in the target vessel using a handle. The physician then had difficulty detaching the next smart coil using the handle. After 2 or 3 failed attempts, the smart coil was removed. The physician then advanced a new smart coil into the target vessel and used the same handle to detach it; however, the smart coil would not detach. The physician then used a second handle; however, the smart coil would not still detach. Therefore, the smart coil was removed and the procedure was ended at this point. It was reported that it looked like the black alignment zones (pet locks) of both smart coils were likely separated 2-3 mm in length respectively; however, the pet locks detachment were no visually observed. In addition, a slight bent of the coils pusher assemblies was confirmed, but no outstanding kinks were found. There was no report of an adverse effect to the patient.